Manufacturer narrative:
Findings: pump passed operating current, unexpected restart error test, displacement test but compromised force sensor alarm during the basic occlusion test due to loose/protruded drive support disk. Unable to perform occlusion, prime and excessive no delivery test due to compromised force sensor alarm. Pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.

Event description:
The customer reported via phone call indicating that the insulin pump had damage. Customer's blood glucose was 163 mg/dl. Customer stated that the drive support cap is flush. Customer stated that she has not pressed the cap while connected. The customer was advised that the device would be replaced. Customer was advised to follow the backup plan. Customer was advised that we are sending a new pump. The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 241 mg/dl. Customer was treated with pump. Customer was explained the 2 high blood glucose.